Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believes that the "pump continuously giving a bolus or thinks the pump is over blousing." Customer's blood glucose level of 23 mg/dl. Paramedics were called and transported the customer to the emergency room. Customer was treated with intravenous fluids of saline, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage. A the pump log was unable to be performed due to the customer not uploading current data.